Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Failure (event) observed during analysis. Final analysis found the lead had an insulation abrasion from the inside out at 71.2 cm from the connector end. The cables in this area are coated, so the electrical continuity of the lead remained normal.